Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery using a 5f unspecified sheath. A 4.00x20mm promus element plus stent was advanced to the target lesion however the device could not be easily navigated to the lesion in a smooth manner. A buddy wire technique was used but resistance was encountered so the promus element plus stent was withdrawn into the unspecified guide catheter and removed from the patient. It was then found out that the stent struts were sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified distal stent damage. A stent strut was raised. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery using a 5f unspecified sheath. A 4.00x20mm promus element plus stent was advanced to the target lesion however the device could not be easily navigated to the lesion in a smooth manner. A buddy wire technique was used but resistance was encountered so the promus element plus stent was withdrawn into the unspecified guide catheter and removed from the patient. It was then found out that the stent struts were sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).